Event description:
Related manufacturer reference number: 2017865-2021-31981, related manufacturer reference number: 2017865-2021-31983, related manufacturer reference number: 2017865-2021-31987. It was reported that the patient presented with an infection and pocket erosion. The entire system was explanted. The patient was discharged.